Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A patient previously implanted with visiflex devices to repair an abdominal aortic aneurysm returned for an unknown reason with a type 3b endoleak. Physician elected to reline the graft with a new bifurcated stent graft. A proximal extension and limb extension were also placed. The re-intervention was a success and the patient has been discharged.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment confirmed a type 3b endoleak. The likely cause of the type 3b endoleak is an anterior calcification in the aneurysm sac. Additionally there was enough evidence to support the following observations; the patient had a lumbar ligation completed on (B)(6) 2016 and in this recent event the physician coiled the right internal iliac artery (riia) and placed the limb extension in the right external iliac artery (reia). The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent and proximal cuff. On (B)(6) 2015 the patient had a suprarenal aortic extension and two limb extensions implanted to resolve an unknown endoleak which was later confirmed to be a type 2 endoleak. On (B)(6) 2017 the patient came in emergently with back pain and flank pain. A computed tomography showed the patient had aneurysm sac growth and a potential type 3b endoleak. The physician elected to implant an additional bifurcated stent, an infrarenal aortic extension, and an ovation limb extension to seal the endoleak. The procedure was completed and the patient was discharged from the hospital. There have been no additional adverse events reported for this patient.